Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v798534, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v798534, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported the patient had passed away one day prior to the report. Additional information received reported that the patient¿s daughter stated that the patient had an intracranial hemorrhage.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v798534, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v798534, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).